Manufacturer narrative:
The biomedical engineer/iem system administrator, there was no allegation that any philips product caused or contributed to the patient event. He said that there were alarms at the central that alerted the staff that the patient was having a code and staff administered care to the patient. After the patient expired the staff wanted to investigate the issue and wanted to document the findings. Per iem (intellivue event management) product support engineer, in response to the sentinel event that occurred at (B)(6) medical center (B)(6) 2015 am @ 8:24am, philips conducted an investigation of the philips software and concluded that the system functioned as designed. The investigation found that 0 (B)(4) alarm messages and 3 philips telemetry messages were delivered from bed (B)(6) from 08:24:38 am to 08:32:18 am. The input system was philips and (B)(4) spectralink nursecall. The philips event management system is software version 9.0. The site has (B)(4) spectralink but no spectralink phones were assigned. (B)(4) changed the configuration of the text of the alerts causing philips alarm messenger workflow to stop functioning and no alerts were sent. This is a 3rd party (B)(4) spectralink configuration issue. There is no data to support a philips malfunction. It is considered that after the 3rd party spectralink nursecall system was configured correctly for the spectralink phones that the system resumed normal paging. No further calls were logged for this issue and the problem will be considered as resolved. The device remains at the customer site. No malfunction. The customer reported a patient death which happened on (B)(6) 2015 am @ 8:24am (B)(6). The (B)(4) code blue alert needed to be sent to all oai (spectralink open application interface) phones, however the customer stated that no phones received the alert. Per the (B)(6) there was no allegation that any philips product caused or contributed to the patient event. He said that there were alarms at the central that alerted the staff that the patient was having a code and staff administered care to the patient. After the patient expired the staff wanted to investigate the issue and wanted to document the findings. Per iem (intellivue event management) product (B)(6), in response to the sentinel event that occurred at (B)(6) medical center (B)(6) 2015 am @ 8:24am, philips conducted an investigation of the philips software and concluded that the system functioned as designed. The investigation found that 0 (B)(4) alarm messages and 3 philips telemetry messages were delivered from bed (B)(6) from 08:24:38 am to 08:32:18 am. The input system was philips and (B)(4) spectralink nursecall. The philips event management system is software version 9.0. The site has (B)(4) spectralink but no spectralink phones were assigned. (B)(4) changed the configuration of the text of the alerts causing philips alarm messenger workflow to stop functioning and no alerts were sent. This is a 3rd party (B)(4) spectralink configuration issue. There is no data to support a philips malfunction.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient death which happened on (B)(6) 2015 am at 8:24am room 514. The rauland code blue alert needed to be sent to all oai (spectralink open application interface) phones, however the customer stated that no phones received the alert.